Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause is currently in progress through (B)(4). The field corrective action number has been provided.

Event description:
The facility representative reported a colleague infusion pump with a battery failure. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that the battery failure occurred during infusion which caused an interruption during delivery. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as remediated.